Manufacturer narrative:
Final analysis found a high current drain during hybrid testing. A component of the hybrid was replaced and normal behavior resumed. The cause of the reported high current drain anomaly was suspected to be related to an attachment issue.

Event description:
It was reported that an asymptomatic patient was seen in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited excessive current drain. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.